Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that pieces from the reservoir compartment fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.